Manufacturer narrative:
Bayer case number: (B)(4) abdominal pain [abdominal pain], violent discharge in the pubis [discharge vaginal], diarrhoea [diarrhoea] , vasovagal episode [vasovagal attack] , vomiting [vomiting] , pain in the pubis when walking [pubic pain] , right hypochondrium of the left iliac fossa [iliac fossa pain] , left achilles tendonitis [achilles tendonitis] , burning sensation in the heel [burning foot] , inflammation [inflammation] , bursitis in the left shoulder [shoulder bursitis] , tendonitis in the left forearm [tendonitis] , right shoulder capsulitis [periarthritis scapulohumeralis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 07-may-2025. The most recent information was received on 19-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 58-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of appendectomy. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2017 she experienced tendonitis ("tendonitis in the left forearm") and periarthritis ("right shoulder capsulitis"). In (B)(6) 2024 she experienced pubic pain ("pain in the pubis when walking"). On (B)(6) 2024 she experienced vaginal discharge ("violent discharge in the pubis"). On unknown date she experienced abdominal pain (seriousness criterion intervention required), diarrhoea ("diarrhoea"), presyncope ("vasovagal episode"), vomiting ("vomiting"), abdominal pain lower ("right hypochondrium of the left iliac fossa"), achilles tendonitis ("left achilles tendonitis"), burning sensation ("burning sensation in the heel"), inflammation ("inflammation") and bursitis ("bursitis in the left shoulder"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2025. At the time of the report, the achilles tendonitis, burning sensation, inflammation, bursitis, tendonitis and periarthritis had not resolved. The outcomes for abdominal pain, vaginal discharge, diarrhoea, presyncope, vomiting, pubic pain and abdominal pain lower were unknown. No causality assessment was received for essure with regard to vaginal discharge, abdominal pain, diarrhoea, presyncope, vomiting, pubic pain, abdominal pain lower, achilles tendonitis, burning sensation, inflammation, bursitis, tendonitis or periarthritis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. [Abdominal x-ray] in (B)(6) 2025: 2 implants in place - decision to remove. [C-reactive protein] in (B)(6) 2024: increased. [Ultrasound abdomen] in (B)(6) 2025: only 1 implant found; (date unknown): the gallbladder is rather small: 56 mm in length. Its content is strictly liquid and its wall is thin. The intrahepatic and extrahepatic bile ducts are of normal size. The liver is of normal size: the right liver span is 15 cm; the left liver span is 10 cm. The surface of the organ is smooth and theinner margin is clearly angular. The parenchyma is homogeneous and hyperechoic, indicating an overloaded liver without any nodules or signs of hepatopathy. The portal vein is permeable, flowing towards the liver and of normal diameter. The visible parts of the pancreas do not reveal any notable pathological element. The spleen is anatomical; its span is 9 cm. There is no significant kidney abnormality. The mid-retroperitoneum is free. In the pelvis: the bladder is almost empty, surmounted by a small post-menopausal uterus which has, at the level of the left horn, an essure implant in the usual position. The essure implant on the right is a little more difficult to visualise in the ultrasound¿there is no pathological pelvic effusion and no obvious mass in the ovarian fossae. Conclusion: liver overload without nodules or signs of hepatopathy. Gallbladder rather small in size without parietal abdominal wall repair surgery or lithiasis. [Ultrasound scan vagina] in (B)(6) 2025: vaginal ultrasound. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-may-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] violent discharge in the pubis [discharge vaginal] diarrhoea [diarrhoea] vasovagal episode [vasovagal attack] vomiting [vomiting] pain in the pubis when walking [pubic pain] right hypochondrium of the left iliac fossa [iliac fossa pain] left achilles tendonitis [achilles tendonitis] burning sensation in the heel [burning foot] inflammation [inflammation] bursitis in the left shoulder [shoulder bursitis] tendonitis in the left forearm [tendonitis] right shoulder capsulitis [periarthritis scapulohumeralis]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 07-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 58-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of appendectomy. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2017 she experienced tendonitis ("tendonitis in the left forearm") and periarthritis ("right shoulder capsulitis"). In (B)(6) 2024 she experienced pubic pain ("pain in the pubis when walking"). On (B)(6) 2024 she experienced vaginal discharge ("violent discharge in the pubis"). Essure was removed on (B)(6) 2025. On unknown date she experienced abdominal pain (seriousness criterion intervention required), diarrhoea ("diarrhoea"), presyncope ("vasovagal episode"), vomiting ("vomiting"), abdominal pain lower ("right hypochondrium of the left iliac fossa"), achilles tendonitis ("left achilles tendonitis"), burning sensation ("burning sensation in the heel"), inflammation ("inflammation") and bursitis ("bursitis in the left shoulder"). The patient was treated with surgery (to remove essure). At the time of the report, the achilles tendonitis, burning sensation, inflammation, bursitis, tendonitis and periarthritis had not resolved. The outcomes for abdominal pain, vaginal discharge, diarrhoea, presyncope, vomiting, pubic pain and abdominal pain lower were unknown. No causality assessment was received for essure with regard to vaginal discharge, abdominal pain, diarrhoea, presyncope, vomiting, pubic pain, abdominal pain lower, achilles tendonitis, burning sensation, inflammation, bursitis, tendonitis or periarthritis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. [Abdominal x-ray] in (B)(6) 2025: 2 implants in place - decision to remove [c-reactive protein] in (B)(6) 2024: increased [ultrasound abdomen] in (B)(6) 2025: only 1 implant found; (date unknown): the gallbladder is rather small: 56 mm in length. Its content is strictly liquid and its wall is thin.the intrahepatic and extrahepatic bile ducts are of normal size. The liver is of normal size: the right liver span is 15 cm; the left liver span is 10 cm. The surface of the organ is smooth and theinner margin is clearly angular. The parenchyma is homogeneous and hyperechoic, indicating an overloaded liver without any nodules or signs of hepatopathy. The portal vein is permeable, flowing towards the liver and of normal diameter. The visible parts of the pancreas do not reveal any notable pathological element. The spleen is anatomical; its span is 9 cm. There is no significant kidney abnormality. The mid-retroperitoneum is free. In the pelvis: the bladder is almost empty, surmounted by a small post-menopausal uterus which has, at the level of the left horn, an essure implant in the usual position. The essure implant on the right is a little more difficult to visualise in the ultrasound¿there is no pathological pelvic effusion and no obvious mass in the ovarian fossae. Conclusion: liver overload without nodules or signs of hepatopathy. Gallbladder rather small in size without parietal abdominal wall repair surgery or lithiasis. [Ultrasound scan vagina] in (B)(6) 2025: vaginal ultrasound case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.